Manufacturer narrative:
Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level.

Event description:
The consumer reported via abbott web form submission, two (2) false negative results with the binaxnow covid-19 ag self-test on an unknown date. This is report two (2) of two (2). Although requested, no additional information was reported.

Event description:
The consumer reported via abbott web form submission, two (2) false negative results with the binaxnow covid-19 ag self-test on an unknown date. This is report two (2) of two (2). Although requested, no additional information was reported.

Manufacturer narrative:
The investigation is ongoing; a supplement will be sent upon completion.